Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from facility outside of the us without information regarding patient impact or product performance. Efforts to obtain additional information were unsuccessful.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.